Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample is received for relevant tests, the root cause of the complained defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm catheter broke / separated after placement. The patient was admitted to our hospital for bronchitis and prescribed anti-inflammatory treatment. During the insertion of an intravenous catheter, the nurse observed blood return but encountered resistance when advancing the cannula. Upon withdrawing the needle core, the infusion flowed unevenly. The nurse attempted to withdraw the needle core and catheter together but advanced the needle before complete withdrawal. After withdrawal, no blood return was observed. The core was reinserted and advanced until increased blood return was noted. Upon further advancement, resistance persisted. The core and catheter were then withdrawn together for reinsertion. The catheter was found fractured with partial loss. The incident was promptly reported to the physician. Ultrasound confirmed the location and depth of the broken catheter. A surgeon subsequently removed the fractured segment from the subcutaneous tissue, verified no residual fragments remained, and properly dressed the wound. The patient received daily wound care and observation. The wound ultimately healed completely without significant scarring.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.